Event description:
It was reported that the outer insulation of the programmer rf (radio-frequency) head cable was torn. The rf head was returned for repair and test/calibration. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).